Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted formed loose staples were found in the single use loading unit (sulu) channel on the handle. Additionally, damage was noted to the knife blade. It was reported that the staples did not form as expected and the instrument was difficult to fire but completed the firing sequence. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during small bowel transection on an open pancreatectomy, the surgeon experienced difficulty in advancing. Still, the stapler fired, but a bundle of open non-formed staples clumped over transection. Resection and re-stapling to the staple line's distal were done using a new reload to resolve the issue and complete the case. The incision was extended due to the product problem. There was tissue loss as a result of the event.